Event description:
The facility contacted baxter (B)(4) to report a clearlink solution administration set in which the fluid "chamber came adrift from the infusion line". This condition was found before use. There was no patient involvement, no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. The visual inspection confirmed the reported condition, as the tube had disconnected from the chamber. The malfunction was determined to be low insertion. The defect was found to be a manufacturing issue. No further testing was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.